Event description:
It was reported that the patient experienced chest pain and effusion post implant due to the right ventricular (rv) lead perforating the ventricle. The physician was frustrated with having to replace the lead. The rv lead was explanted 6 days post implant and was replaced with a tined lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage. The analyst visual comment was that the helix was slightly canted, but is within specification.